Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the customer's insulin pump has had multiple motor errors, diminished battery life, and a few no delivery alarms. The customer was contacted and troubleshooting was declined. No products were shipped or returned.